Event description:
Healthcare professional reported "implant rupture". Later healthcare professional reported "grade IV capsular contracture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade IV capsular contracture and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.3., b.5., b.6., h.6.

Event description:
Healthcare professional reported "implant rupture". Later healthcare professional reported "grade IV capsular contracture". Later healthcare professional reported "no signs of intracapsular or extracapsular rupture". This record is for the left side. The device remains implanted.